Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.120-us, lot: 9229527, manufacturing site: hagendorf, release to warehouse date: 11 december 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the threaded hammer guide connector (part. No: 03.037.120, lot. No: 9229527, qty: 1) was returned and received at us customer quality (cq). Visual inspection of the complaint device showed no damage. The device shows only light surface wear consistent with use and which would not impact the functionality. Device failure/defect identified? No. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no defects were identified with the complaint device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the threaded hammer guide connector and driving cap/threaded were noticed broken after surgery. There was no patient involvement. This complaint involves two (2) devices. This report is for (1)threaded hammer guide connector. This report is 2 of 2 for (B)(4).